Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a negative antibody screening test result of two different patient samples with biotestcell 3 on tango infinity. An anti-e could be identified in one sample and an anti-d due to rhogam (anti-d prophylaxis) could be identified in the second sample. The customer returned the supposedly defective product and also the patient samples that have caused the false negative test results for investigational testing. At the time the shipment arrived on our premises, the allegedly defective product biotestcell 3 was already expired. Our quality control laboratory had tested their retained sample of biotestcell 3 was tested during its shelf life with a positive and a negative control as well as with an anti-d and an anti-e. All positive and negative samples reacted as expected. Anti-d and anti-e had been correctly recognized. Additionally, the patient samples and the at that time aleready expired biotestcell 3 from the customer were tested. One sample reacted completely negative, but the sample was hemolysed. The second sample reacted 1+ positive with cell #2. We assume that the patient samples have a very weak expression of antibodies, because testing in other test systems (e.g. Gel method) gave negative results, too. In the manufacture`s instruction (IFU) is stated: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot of biotestcell 3. The affected tango infinity was checked by one of our field service engineers.the instrument was confirmed to operate within specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a negative antibody screening test result of two different patient samples with biotest cell 3 on tango infinity. An anti-e could be identified in one sample and an anti-d due to rhogam (anti-d prophylaxis) could be identified in the second sample. The customer returned the supposedly defective product and the patient samples that have caused the false negative test results. The quality control laboratory testing is ongoing. The affected tango infinity was checked by one of our field service engineers. Evaluation of the data is still ongoing.